Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 535 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as falling and being belligerent. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed but the customer is not comfortable with the pump. The insulin pump will not be returned for analysis.